Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824.

Event description:
It was reported that following a recent fall, the patient was unable to place the system into MRI mode. X-ray imaging revealed fracture of one lead. Diagnostics revealed high impedances. It is unknown which lead is fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.